Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 03-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse identified the source to be from a defective battery on the instrument's main board. Fse replaced the lithium battery on the main board and loaded the g8 software v5.23. Fse turned the instrument off from the main switch to test the operation of the instrument. The g8 instrument loaded the program with no issues or errors. Fse then conducted preventive maintenance including calibration, ran precision test, and ran quality controls (qc). All results were within acceptable range and the errors and the beep sound cleared. The g8 instrument was performing as intended. No further action was required. A 13-month complaint history review and service history review for serial number (B)(4) from 03-dec-2016 through 03-jan-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 3 - assay operations, provides guidance on the messages "search as not found" and "system corrupt insert card": battery backup: the analyzer uses an internal battery to store the following information. If the main power switch is turned off, the analyzer has in its memory the following: system program (program for operating the entire instrument). As program (program for operating the sampling and the loading unit). Assay parameters (parameter files related to analyzer operating conditions). Assay results (result data) (assay results stored in the main unit memory). Therefore, there is no need to load system information from the system card, except when upgrading the system program. The internal battery has a life span of approximately 5 years. If battery power fails, the information indicated above will not be backed up when the main power is turned off. A message indicating that no system program was loaded may appear when the analyzer is started under these circumstances. If this happens, you must install the system program using the smart media socket. Refer to chapter 7 for details regarding how to download programs and data from cards. Even if the batteries are no longer functional, as long as the main power switch is on, the information indicated above is backed up and operation can be performed normally. The most probable cause of the reported event was due to defective lithium cpu main board battery.

Event description:
On (B)(6) 2018, a customer reported getting beeping messages "search as (auto sampler) not found" and "system corrupt insert card" on the g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.